Manufacturer narrative:
Clarification to e1: (B)(6). Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. The event is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a xen®45 gts was implanted in right eye. On pod 15, "there was an increase in intraocular pressure and observation of device breakage." The physician tried to make it work but was unsuccessful. Device remains implanted. Event not resolved.